Event description:
The user facility reported via Vigilance Report that the incorrect detergent was utilized within their Advantage Plus Automated Endoscope Reprocessor to process endoscopes. The endoscopes were subsequently used during patient procedures. No report of injury.

Manufacturer narrative:
Through follow-up with user facility personnel, a STERIS Clinical Specialist learned that an employee performing routine testing on the unit inadvertently loaded Intercept Plus detergent instead of Proteazone Plus detergent into the unit.Following the reported event, a STERIS Service Technician arrived onsite to inspect the unit and found Intercept Plus detergent in the unit.It should be noted that both Intercept Plus detergent and Proteazone Plus detergent are intended for use with Advantage Plus Endoscope Reprocessors. However, for facilities operating in countries that follow German guidelines, Proteazone Plus detergent is the validated detergent for use with the system. The Advantage Plus Automated Endoscope Reprocessor Operator Manual states (Section 2.3 Advisory), "The MEDIVATORS ADVANTAGE PLUS Automated Endoscope Reprocessor has only been validated for use with INTERCEPT¿ PLUS Detergent and, for countries that follow German guidelines, PROTEAZONE¿ PLUS Detergent. It should not be used with other types of detergent."Additionally, the Advantage Plus Automated Endoscope Reprocessor Operator Manual also includes pictures and descriptions of both detergents which shows that the bottles are different shapes and sizes.The Technician flushed the chambers, replaced the Intercept Plus detergent with Proteazone Plus detergent, tested the unit, confirmed it was operating according to specifications, and returned the unit to service.The user facility is responsible for replacing the detergent when empty and verifying that the detergent used aligns with the device's labeling. The STERIS Clinical Specialist counseled user facility personnel on the proper use and operation of detergents with the Advantage Plus Automated Endoscope Reprocessor. No additional issues have been reported.